Event description:
Customer reported that he fell in the water while wearing the insulin pump and the buttons were no longer working. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Traces of corrosion found at the motor and electronic assemblies. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.